Manufacturer narrative:
The investigation of the reported issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 35-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, an external bypass was performed for distal leg perfusion.